Event description:
Procedure: urogynecological. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. What was the indication for implantation of transvaginal mesh in this patient? Vaginal vault prolapse. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2006 &#63509;-underwent anterior compartment repair with prolift graft placement, posterior compartment repair with prolift graft placement and sacrospinous ligament fixation, cystoscopy, perineoplasty, suburethral sling using an uretex to2 complications post uretex implantation: (B)(6) 2006 - doing well - prescribed darvocet - hospital course was uneventful and discharged. Following mesh revision, did the patient present with serious complications, which required additional surgeries? No. Per the data based on the available medical records, we do not have any evidence for mesh revision surgery.